Event description:
It was reported that pump displayed recurring cartridge alarm 20 that did not occur during cartridge load process, and caller had not previously experienced similar cartridge alarms with this pump. There was no adverse impact to the customer's blood glucose level. Customer attempted to load new cartridge with guidance from technical support but cartridge alarm recurred, so customer switched to multiple daily injections for backup therapy while tandem technical support arranged replacement pump under warranty, confirmed shipping details, instructed customer to place pump in storage mode and return it, and advised customer to reenter pump settings and reconnect continuous glucose monitor on replacement device.